Manufacturer narrative:
Date of event is approximate. Note that information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0gh62, implanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot# va0gmlj, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for pelvic pain/other and gastrointestinal/pelvic floor. The patient reported that the implant moved again after a revision surgery and the patient was in excruciating pain. This occurred about 10 weeks after her revision surgery sometime in (B)(6) 2015. The full system was explanted on (B)(6) 2015. The patient stated the manufacturer representative was made aware of the event in (B)(6) 2015. The manufacturer later reported that she was not aware that the patient's implant had moved or was removed.

Event description:
Additional information was received by the patient. Patient reported having troubles in the past and it has been revised a few times. Patient also reported a wiggling sensation and bacterial infection. The healthcare provider (hcp) removed the device and wanted to wait for the infection to clear up before putting in the new one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Consumer said the patient has infections after every replacement surgery. Consumer said they always give her antibiotics after. No further patient symptoms or complications were reported in this event.